Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead found two broken wires at channels 3 and 9. These broken wires are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's system was autoreducing due to high impedances. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced, resolving the issue.